Event description:
(B)(4). Initial report received on (B)(6) 2008 and follow-up received on (B)(6) 2008: this non-serious spontaneous report was received from a medical aesthetician via our affiliate in (B)(4). A ptc (product technical complaint) has been initiated for this report: (B)(4). This report involves a patient who was treated with new-fill (poly-l-lactic acid) in 2002 (indication, dosage, therapy dates and lot number are unknown). No medical history or concomitant medications were indicated. On (B)(6) 2008, a medical aesthetician reported that a female patient experienced nodules while she was in therapy with poly-l-lactic acid. The physician was contacted on (B)(6) 2008 and stated that about six years ago (2002), a patient was administered poly-l-lactic acid in the cheek area (dilutions nos) and experienced one palpable nodule in the same area. The nodule was about 2/3 mm and it was palpable even inside the patient's mouth. No corrective treatment was performed. The reporter's causal relationship assessment for poly-l-lactic acid was indicated as "not applicable".